Manufacturer narrative:
Samples from both patients were returned for testing. The customer¿s low prolactin results were confirmed. A general reagent issue could not be identified. An interfering factor against the streptavidin component of the reagent was not identified. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative checked the analyzer and did not find any issues. Analyzer performance testing was successful. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys prolactin assay results for two patients from cobas 6000 e 601 module serial number (B)(4). Patient 1 had stable prolactin results of <1 uiu/ml for 1.5 years. On an unknown recent date, the result from the cobas e601 was <1 uiu/ml. The patient was then tested in another laboratory using abbott systems and the prolactin result was 186 uiu/ml. On (B)(6) 2019, two sample were collected from the patient. One was tested on the cobas e601 and the result was <1 uiu/ml. The other tube was tested in another laboratory using siemens systems and the result was 186 uiu/ml. One of the samples was tested on a cobas e601 in another laboratory with the same reagent lot and the result was <1 uiu/ml. Patient 2 is a (B)(6) female thought to be on estrogen therapy as the result from the cobas e601 was about 2000 uiu/ml about one month ago. On (B)(6) 2019, the prolactin result from the cobas e601 was 6.56 uiu/ml. The sample was retested twice (B)(6) 2019 and the results were 6.58 uiu/ml and 6.6 uiu/ml. The result in another laboratory using an unknown analyzer was 501 uiu/ml. The sample was also tested in another laboratory using an architect system and the result was about 12 uiu/ml. The results were reported outside of the laboratory. There was no allegation of an adverse event.